Manufacturer narrative:
As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change color and came out. Hemostasis was achieved by manual pressure. There was no reported patient injury. The device was used in an endovascular thrombectomy with no concomitant devices. Additional details were requested but are unable to be obtained due to covid-19 restrictions. Based on the limited information provided and without the return of the device, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " indicator window no change to indicator" could not be confirmed. Procedural and/or handling factors may have contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. No preventative or corrective actions will be taken at this time.

Event description:
As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change color and came out. Hemostasis was achieved by manual pressure. There was no reported patient injury. The device was used in an endovascular thrombectomy with no concomitant devices. Additional details were requested but are unable to be obtained due to covid-19 restrictions. The device is not being returned for evaluation.